Manufacturer narrative:
(B)(4). The device was manufactured october 29, 2013 - october 30, 2013. Evaluation summary: the device was received for evaluation. A visual inspection identified white particulate matter inside the reservoir. Fourier transform infrared spectroscopy revealed that the particulate matter was acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was found floating in a small volume intermate. This was observed after compounding with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.